Event description:
It was reported that the insulin pump alarmed with errors and required the customer to reprogram his settings with every battery replacement. The blood glucose reading was 280 mg/dl, which was treated with the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an error alarm after a battery change due to a broken solder joint on the interface board. The device had memory lost after a battery was inserted due to the error alarm. The insulin pump passed the displacement test and self test, and no other unexpected alarms were noted. The unit also had a cracked display window corner and cracked reservoir tube lip.